Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had a loose power port connection on primary controller. An elective controller exchange was performed. It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
It was reported that a power port of the controller was loose. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a loose power port 2 connector. Analysis also revealed the o-ring gasket was displaced in the power port 1 connector. Additionally, the serial port connector was found loose from the controller housing with the o-ring gasket displaced and the connector's locknut loose inside. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer and supplier have an open investigation for controllers loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.